Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1500mg/dl and a high level of ketones. Reportedly, the pump touch screen was unresponsive and completely black, without any graphics or text. Additionally, customer reported that the pump was not delivering insulin; however customer declined to provide additional details and only stated the "pump does not work." The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.